Manufacturer narrative:
Product analysis: analysis found that the analyzer failed incoming functional testing. The analyzer was replaced with another unit. The replacement analyzer passed all functional and electrical tests. If information is provided in the future, a supplemental report will be issued.

Event description:
The analyzer that was returned as an associated device subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.